Event description:
It was reported that the pump administered an unprogrammed insulin bolus.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.